Manufacturer narrative:
(B)(4).. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during preventive maintenance, the unit kept tripping the line isolation monitor in operating room. No patient involvement (B)(4).

Manufacturer narrative:
On 04/05/2016 01:32 pm (gmt-4:00) added by (B)(6): a maquet field service technician was on site and investigated the unit .the technician was not able to duplicate the complaint. The unit operated in various modes for over 3 weeks and leakage current never exceeded 300ua. The device was calibrated, a full functional test and a safety check as per the service manual was performed. All tests were successful. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
On 04/05/2016 01:22 pm (gmt-4:00) added by (B)(6): (B)(4)